Event description:
Procedure type: cardiac surgery. According to the reporter: during the procedure, the axillary/cardiac cannulation broke. The patient lost 1000cc of blood and required transfusion and the surgery was delayed. The patient's condition is stable. The sale rep was to meet with the account to obtain further details about the event.